Event description:
Device replacement due to reported shocking. On (B)(6) 2016: initial implant device nhv1017804. On (B)(6) 2010: replacement of generator and leads due to depleted battery. On (B)(6) 2015: device replacement due to reported shocking. Dates of use: (B)(6) 2010 - (B)(6) 2015. Diagnosis or reason for use: gastroparesis.